Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. Phone number: (B)(6). Other: the device is not returning as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical study patient was implanted an intraocular lens (iol). The iol was implanted at 168 degrees on operative day. At 1-day postoperative iol axis estimate left eye (os): 001 degree. The uncorrected visual acuity os at the 1-day postoperative (po) visit: 20/20. Subject reported day glare at this visit. At 1-week postoperative iol axis estimate os: 180 degrees. The uncorrected visual acuity os at the 1-week postoperative visit: 20/25. Manifest refraction os: +0.75 -1.50 x045. Best-corrected visual acuity os: 20/12.5. Subject reported no visual symptom complaints this visit. It was learned in further follow-up that the complaint was based upon a subjective estimate made by the investigator from a slit-lamp measurement. For this study, we have also been doing independent analysis of the iol photos taken at each visit. These are objective measurements of the actual iol axis. Based on this objective measurement, the actual amount of iol rotation for the subject below is less than 01 degrees. There is still no surgical intervention planned. The subject has one more study visit left to complete (3-month study visit). The complaint was based upon a subjective estimate made by the investigator from a slit-lamp measurement. For this study, we have also been doing independent analysis of the iol photos taken at each visit. These are objective measurements of the actual iol axis. Based on this objective measurement, the actual amount of iol rotation for the subject below is less than 01 degrees. Subject visit schedule page study eye delta angle from base (B)(6) po 1 day - second eye analyst 1 review os 0.288, (B)(6) po 1 day - second eye analyst 2 review os 0.190. No other information was provided.